Event description:
On 10 june 2026, the customer contacted leica biosystems and the following was documented ¿event code 1103, processing quality issue¿. On (B)(6) 2026, the leica field applications specialist was advised of a "...heart biopsy that was undiagnosable." The following patient identifiers were provided: 19-year-old male.

Manufacturer narrative:
The root cause for the sub-optimal tissue processing reported by the customer was incomplete wax infiltration of the affected patient tissue samples due to a user pausing the protocol during the final wax infiltration step and removed the samples leading to the samples being subjected to four (4) minutes of wax infiltration instead of the required fourteen (14) minutes. Manufacturer evaluation of the information available showed that the instrument functioned as designed, during the execution of the affected tissue processing runs.